Event description:
At the post op the incision had healed nicely but physician noted patient was fiddling with the device. Patient was twirling and tinkering with the device. Two weeks later, the patient returned the device to the physician saying it fell out of her body. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.